Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had issues with the tape not sticking and with bent infusion set cannulas. The patient stated that an infusion set came off of him last wednesday; his blood glucose was 207 mg/dl at the time of incident. The customer also had a bent cannula incident that lead to a blood glucose value of 427 mg/dl. The customer treated the high blood glucose via manual insulin injection. Proper infusion set insertion and usage was discussed with the customer. Two infusion sets will be returned and replaced.